Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump's clutch and plunger lever was not functional after a certain volume was administered. There was no reported injury to the patient.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. A check clutch/ plunger lever error was found in the history log of the device. The reported problem was duplicated and verified during an occlusion tests. The reported problem was caused by a screw that fallout fell out of the carriage plate causing the clutch to slip. To resolve the issue the screw was installed on the carriage and tightened down carriage plate screws according to the specifications.